Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the issue. The ccc instructed the customer to clear the sample of lipemic interference by performing re-centrifugation and repeating the sample on the advia 1800 chemistry system. This action was performed by the customer. The test result after re-centrifugation was not provided but reportedly matched the alternate system (istat). The cause of the discordant, falsely low carbon dioxide (co2_c) test results on the sample is due to lipemic interference. The device is performing within manufacturing specifications. No further evaluation of the device is required.

Event description:
Two discordant falsely low carbon dioxide (co2_c) test results were obtained on an advia 1800 chemistry system for a single sample. The same sample was run twice on an alternate system (istat) and higher results were obtained. The same sample was re-centrifuged and repeated on the advia 1800 chemistry system. The repeat result after re-centrifugation was not provided but reportedly matched the result from the alternate system. The initial result from the advia 1800 chemistry system was reported to the physician. A corrected report with the initial result from the alternate system was provided to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant carbon dioxide results.